Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 184 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.